Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review ; null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: patient and device codes. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
24-sept-2019 literature article entitled: ¿revision total knee arthroplasty using metaphyseal sleeves at short-term follow-up¿ by ronald huang, md; gustavo barrazueta, bs; alvin ong, md; fabio orozco, md; mehdi jafari, md; catelyn coyle, bs; matthew austin, md. Was reviewed for MDR reportability. The study¿s objective was to evaluate the short-term results of revision tka with both femoral and tibial metaphyseal sleeves using both nonhinged and hinged designs. The models of prostheses used include the modular, mobile bearing, posterior-stabilized p.f.c. Sigma knee revision system ¿ used in 73 knees and the s-rom noiles hinged prosthesis ¿ used in 10 knees. 14 events have been identified with specific patient information within the literature article and will be captured on 14 separate complaints. This pc serves to capture: (B)(6) male, revised due to infection. Resection of tka and implantation of antibiotic spacer.